Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on (B)(4) 2022. During examination of the right ventricular (rv) lead, it was noted that there were several non-sustained right ventricular oversensing episodes due to lead noise. There was inhibition of cardiac pacing. No programming changes were made to the rv lead. The patient was in stable condition.